Event description:
It was reported that the pt underwent a vaginal sling procedure in 2005. It was reported that at the start of the dissection under the urethra, excessive blooding occurred on the pt's right side. Estimated blood loss was 500-600cc's. Pressure was applied to the area and the vagina was packed in order to minimize the bleeding. The physician decided to discontinued the sling procedure and proceed with an alternative device. The bleeding was controlled by the end of the surgery. No transfusion was required and no further complications were reported.